Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
While troubleshooting wbc dilution cup errors on the cell-dyn sapphire analyzer, the customer was sprayed in the face, intact skin and on their labcoat with diluent leaking from the analyzer. The customer rinsed her face using the eye/face wash station in the laboratory and was monitored by her coworkers for any potential reaction. The ingredients of the diluent were checked and no hazardous contents were noted. The customer filled out a hospital supplied incident report. No medical treatment was sought as it was not deemed necessary by the three hospital employees present. No serious injury was reported.

Manufacturer narrative:
A diluent reagent spray does not pose harm to the user because the reagent is a nacl solution (saline) and with no harmful ingredient. Investigation included review of product historical data and product labeling. Review of product historical data did not find a similar incident. The cell-dyn sapphire operator's manual provides adequate guidance, procedures, and cautionary messages with warning symbols for safely operating, maintaining, and troubleshooting the cell-dyn sapphire instrument. The manual states that an operator should wear proper protective equipment, like laboratory coat, gloves and protective eyewear. Per complaint text information, the operator was only wearing laboratory coat. Based on the investigation, the incident is covered in the cell-dyn sapphire product labeling and was deemed an isolated incident involving one specific cell-dyn sapphire analyzer with a user not wearing proper protective equipment, in this case, gloves and safety eyeglasses. A product deficiency was not identified.